Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator showed the error low leak - risk of co2 rebreathing. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The field service engineer (fse) determined the issue is isolated to the fan block and it should be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not approve the device's service or repair.